Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device restart/reboot itself. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file and monitor board were provided. Review of the data file did show the error message related to the customer's report, but no accompanying faults that provided detail of the circumstance. Testing of the monitor board was unable to duplicate the report. The monitor board was scrapped as a precaution. The monitor board was replaced by our zoll approved service provider. Analysis of reports of this type has not identified an increase in trend.